Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple incidents over 8 days from (B)(6) 2025 to (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate as it states inflate with 10 ml sterile water. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A DHR could not be performed since no lot number was provided. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple incidents over 8 days from (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted unable to evaluate the reported failure due to insufficient information provided therefore, this investigation is considered inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple incidents over 8 days from on (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Product labelling was reviewed for this investigation was reviewed for this investigation. The labeling is found to be adequate as the instructions for use states: inflate with 10 ml sterile water. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A DHR could not be performed since no lot number was provided. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple incidents over 8 days from 04aug2025 to 11aug2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.